Event description:
The customer states that one patient sample generated an initial axsym toxo igg assay false positive result of 19 iu/ml. This same sample generated a negative result with a latex agglutination method. The customer recentrifuged the sample and retested with the axsym toxo igg assay and generated a negative result of 0 iu/ml. No suspect results were reported from the lab. Controls were within specifications. The customer ran a 20 point precision run with the positive control and generated acceptable results. The customer technical advocate discussed sample handling procedures with the customer. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 9k08 that has a similar product distributed in the us, list number 3b22-22. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). Axsym analyzer list number corrected to 7a83-85. No returns were received for this investigation. The investigation began with the testing of retained sample material of axsym toxo igg reagent (stored at abbott laboratories), list number 9k08-20, lot number 75635hn00 with axsym toxo igg calibrators and controls on one instrument on five different days. All calibrations were valid and all control values were within the axsym toxo igg package insert specifications. The negative control values were in the range from 0.0 to 0.2 iu/ml and the positive control values were in the range from 17 - 22 iu/ml. The variation in results was in the expected range and met acceptance criteria. As part of the investigation a review was performed of the complaint and manufacturing records for axsym toxo igg, list number 9k08-20, lot number 75635hn00 and associated sub lots. This review did not identify any problems relating to the customer's observation. A review of the assay and instrument labeling was performed. Sufficient information is contained within the labeling to address the customer's issue within this complaint. Based on this current investigation, it was determined that the axsym toxo igg assay, list number 9k08-20, lot number 75635hn00, is currently meeting its safety, effectiveness and label claims. No malfunction was identified. Since the patient samples involved in the complaint issue were not available for this investigation and the axsym toxo igg reagent lot 75635hn00 showed normal performance, the cause of the customer's observation remains unclear. End of report.